Manufacturer narrative:
H10: the feld service engineer (fse) went to the customer site and replaced the front bezel with navigation ring. Following the part replacement, the unit successfully passed the electrical safety test, touchscreen calibration, and controls test. The unit was returned to the customer for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was inoperative. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips remote service engineer (rse) spoke with the customer regarding the inoperative navigation ring and informed the customer onsite service would be required. This investigation is ongoing.s